Manufacturer narrative:
Evaluation summary: compatibility of the implanted components was received with no issues noted. No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. The device history records were reviewed, and indicate the devices were manufactured, inspected, and packaged to specifications. The investigation could not verity or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to pain.